Manufacturer narrative:
(B)(4). Three companion samples were returned for evaluation. All three samples arrived in a sealed pouch. A visual inspection of each sample was performed. Each sample was then spiked into an in-house 1000ml solution bag containing reverse osmosis water and primed. During the priming step the sample was visually inspected for leaks. Each sample was then under water leak tested. No obvious visual abnormalities were noted on any of the three samples. All three samples primed and flowed normally with no leaks noted. All three samples passed the underwater leak testing. Because the samples performed as designed the reported condition will not be confirmed. An assignable root cause was not determined.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted. A batch review was performed on the reported lot with no deviations found.

Event description:
A customer reported to baxter corporate product surveillance an anti-reflec y- set in which a leak was observed. According to the report, the anti-reflec y- set was administering total parental nutrition (tpn)on a patient. The registered nurse (rn) observed that the tubing was leaking from the "verification point." The tubing was changed out and therapy continued as normal. There were no reports of patient injury, adverse events, or medical intervention. No additional information is available.